Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The plate was examined and the plate in question has been received in intact condition. As mentioned: due to the over stretched action from the patient, it is assumed that the screws broke due to mechanical overload which took place. Exceeding applied mechanical strain, well beyond its calculated design may have caused these breakages. There have been no complaints on these screws. No product fault could be detected.

Event description:
Device report from synthes (B)(6) stated the following from a facility in (B)(6): patient was implanted with a plate and screw construct on an unknown date. Postoperatively, two screws were noted as broken. Reportedly, the patient performed an overstretched action which may have led to the screw breakage. Patient underwent revision surgery on an unknown date. The plate and screw construct was removed and patient was revised to 2.7mm va-lcp screws and a dorsal two hole straight fusion plate to hold the osteotomy from the dorsal side. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Review of the device history record determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented during manufacturing that would have caused or contributed to this complaint condition. Review of the raw material device history determined that there were no irregularities that would have caused or contributed to this condition.